Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small, plastic, clear, white pieces were observed inside the bags of two (2) 1000ml empty intravia containers. This was noted after fluid was added. There was no patient involvement. No additional information is available.